Manufacturer narrative:
The unit resumed function after rebooting. The carrier board and flash card were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
#12 the hospital reported a system shutdown resulting in the loss of mechanical ventilation. The unit was rebooted and ventilation resumed. There was no report of patient injury.